Event description:
The consumer via the manufacturer's representative (rep) reported the therapy was turning off by itself. Since a few days after implant, the patient said the therapy would turn off and the patient would have to manually turn the therapy back on and increase stimulation, since the amplitude level turned down to 0.00 when the therapy was turned off. This used to happen less, but now was happening 1-2 times per week. It was noted the patient's adaptive stimulation feature had not been used since implant. This issue was a mystery. The patient did not feel as though there was any change in the environment as far as electromagnetic environmental interference. Relevant medical history included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.